Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed through merlin.net transmission. The patient was asymptomatic. Lead was capped and replaced without any complications. The patient was in good condition.